Event description:
Customer reported the advantage system gave a blood glucose result of 130 mg/dl at a time when she was unconscious. Customer was not treated based on the advantage result; son called emts. Emt meter result 30 minutes later was 12 mg/dl, customer treated with IV, transported to hospital. A request was made for the return of the system, and a replacement was sent.